Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back- up mode, due to low battery voltage which was caused by high current drain. The device was tested and monitored for over two months but the high current drain could not be reproduced.